Manufacturer narrative:
The investigation into the reported aic - purge disc/flag issues has been completed since the original report was filed. After reviewing the imc logs from the reported occurrence date, the issues with not being able to get past step 2 of case start wizard was confirmed in multiple instances. For every case start that the user attempted, a purge disc not detected alarm event #402 would occur during step 2. In order to continue past step 2, the purge cassette must be inserted and a purge disc must be detected. The consoles inability to detect the purge disc was the reason that the user was unable to advance past step 2. There were also a couple of purge system open alarms (event #407) found in the logs. Because the purge retainer was broken and not flush with the purge assembly, when purge pressure was applied to the purge disc it would record very low pressure or none at all thus resulting in this purge system open alarm. There were also cases of impella stopped (motor current high -- detected by the epc) (event #13) and impella stopped (mechanical/electrical issue) (event #115). These 2 alarms were suspected to be caused by a worn out pump. Pump 415209 is suspected to be a demo pump because it had been used on 8 different consoles.device analysis: console was tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge retainer was broken. The portion of the purge retainer that was fastened to the purge assembly was no longer intact. If the retainer is not flush with the console, there can be an inconsistent detection of the purge disc depending on how it sits in tandem with the purge flag. This may be the reason why the purge disc was not able to be detected which would result in the console not being able to advance past step 2 of the case start wizard.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that after loading the purge cassette and disc into the automated impella controller (aic), the console screen would not advance to the next step. The aic was therefore removed from service and a loaner was sent to the customer site. There was no known patient harm resulting from the reported issue.